Manufacturer narrative:
Another common device name: intravascular administration set. (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for (B)(6) with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the tubing in bd vacutainer® push button blood collection set got caught between the adhesive part of the package thus causing a sterility breach.